Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported low speed advisory event was confirmed via the submitted log file, a specific cause for the event could not conclusively be determined. The submitted log file contained data from (B)(6) 2020. The majority of the file consisted of routine power source exchanges; however, there was one, transient low speed advisory event on (B)(6) 2020. The remainder of the file was unremarkable, and the pump appeared to be functioning as intended. The account reported that the cause of the low speed event was unknown, though it did resolve without intervention. Additionally, the patient reported no symptoms and the patient has been told to report any and all alarms as soon as possible. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6); no product is available for investigation. There have been no further related events reported at this time. The heartmate ii lvas instructions for use (IFU) addresses all pump parameters, including pump speed. Additionally, the heartmate ii IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16jun2016. Heartmate(hm) ii left ventricular assist system (lvas) instructions for use(IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the hmii IFU, ¿introduction¿, addresses all pump parameters, including pump speed. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook cautions all patients to call their hospital contact if they think, for any reasons, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low speed advisory in alarm history on (B)(6) 2020. The patient does not recall the alarm happening. Technical services reviewed the log file that captured a speed drop below the low speed limit (lsl) to 8320 rpm on (B)(6) 2020. One second later the speed recovered to 8990 rpm without intervention. There was not enough log file evidence to confirm the cause of the speed drop below the lsl. The log file did not capture any unusual events. Appeared that the vad and peripheral equipment were functioning as intended. The patient did not experience any symptoms.